Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No electrical anomalies were found. The battery flex was not positioned into the connector correctly, and the lower case was broke.

Event description:
It was reported by a nurse that the unit shut off twice during a patient transport to get a CT scan, and she never saw the low battery icon. The device was set up to only pace the patient atrially. The biomed ran the unit overnight but could not duplicate the failure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4)analysis could not confirm the reported event. No electrical anomalies were found. The battery flex was not positioned into the connector correctly, and the lower case was broke.

Event description:
It was reported by a nurse that the unit shut off twice during a patient transport to get a CT scan, and she never saw the low battery icon. The device was set up to only pace the patient atrially. The biomed ran the unit overnight, but could not duplicate the failure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.